Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the balloon catheter separated. This was noticed during advancement over another co's guide wire and prior to entering the pt. No pt injury was reported.